Event description:
Reportedly, the pacemaker's interrogation was impossible during the implantation.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. - the device has been interrogated and no abnormality was found. - the issue described in the complaint has not been reproduced. - based on the available data, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker's interrogation was impossible during the implantation.